Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction injection via manual injection was administered to address bg level. The customer reverted to manual injections for insulin therapy. The customer was interested in obtaining a loaner pump.